Event description:
An adult male pt who was prepped, draped and under the effects of anesthesia for a transsphenoidal pituitary procedure when the unit failed to hold the pts' head. The pt incurred a small laceration was repaired. The pt recovered.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.